Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, there was air bubbles in the infusion set. The infusion set was changed and insulin delivery was resumed. Customer's blood glucose was 232 mg/dl.